Event description:
It was reported that the customer was hospitalized for high bgs. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. The contact declined further testing. The family member stated that high bgs were caused by over eating and not bolusing. A day later the contact called back and stated that the customer started to run high again. It was stated that the customer had been having problem with the introducing needle coming out bent due to the customer having difficulty removing the needle. The customer performed the high-pressure test and passed. Suggested the customer to call back for further assistance.